Manufacturer narrative:
The customer reported issue of "system error, out of service, revert to manual CPR "error message was confirmed during initial functional testing and in the archive data review. The issue was due to a defective processor board. Following service repair with replacement of the processor board, the platform passed all testing criteria. Visual inspection was performed and physical damage was observed on top cover. Upon powering on the autopulse for functional testing, the system error message displayed. The issue was attributed to the defective processor board. Archive review showed system error136 (internal parameter corrupted) on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, it is not clear how long autopulse provided compression before the error message occurred. The crew performed manual CPR until a replacement was available. For a trained user, changing from the autopulse to manual CPR can be made quickly, and is similar to the time necessary for rescuer rotation in the aha guideline. Therefore, the transition from autopulse to manual CPR presents the same workflow as manual CPR in which rescuers are rotated. The short interruption of transitioning is not likely to negatively impact the patient outcome. No information is available on the patient's clinical condition. Rosc was not achieved by the combination of mechanical and manual CPR. Ohca is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours ((B)(4) 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge ((B)(4) 2016). Death is an expected outcome for ohca.

Event description:
It was reported that during patient use the autopulse displayed "system error, out of service, revert to manual CPR" and stopped compression. According to the customer, there was no user advisory or error code seen on the platform. Immediately when the autopulse stopped compression, the customer performed manual CPR for an unknown length of time until the backup autopulse arrived (customer did not specify the time the backup autopulse arrived and when it was use). According to the customer the patient did not survived. An ER physician pronounced the death on (B)(6)2017 and cause of the death was not disclosed. Customer did not believe the autopulse was a contributing factor to the death. No additional information was provided.